Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, patient was unable to locate sensor wire. Patient stated they did not feel sensor wire was still inserted. Patient did not report any injury or medical intervention at time of contact with dexcom technical support.